Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had been going through batteries very quickly and sometimes would only last for a few hours. Customer stated they will get a battery warning and will have an hour to change it and the insulin pump will lose power in 10 minutes. Blood glucose level at the time of the incident was 124 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.